Manufacturer narrative:
The device was received and evaluated. The pod download data showed a 0x14 occlusion alarm generated. Generation of the hazard alarm stopped the delivery of insulin. The actual cause of the reported hazard alarm could not be determined. Exposed portion of soft cannula for the received pod was found to be damaged. It could not be determined when this damage to soft cannula occurred or if it linked to the reported hazard alarm generation. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient's blood glucose (bg) rose to 14.8 mmol/l (266.4 mg/dl). An occlusion alarm occurred while the pod was worn on the arm for longer than 48 hours. As treatment, a new pod was applied.